Event description:
It was reported that the recipient experienced an extrusion of the device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also experience performance decrement with the internal device. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report. Device analysis report attached.